Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was in backup vvi mode and was found to be in telemetry lockout due to excessive use of rf (radio frequency) telemetry. Eventually, the pacemaker was able to be interrogated, and the patient experienced no consequences.